Manufacturer narrative:
The coil, still attached to the pusher assembly, was returned for evaluation with the instant detacher. The implant coil detached normally with the instant detacher.(B)(4).

Event description:
Treatment of dural avf (arteriovenous fistula) at shunt from the occipital artery. During the procedure, it was reported that the implant coil would not detach with the instant detacher.no injury was reported with the patient as a result of the procedure.